Manufacturer narrative:
Manufacturer narrative: clinical code: 4582 - no clinical signs symptoms or conditions - site have not reported any patient harm , no observable clinical symptomsring stent fracture identified in scan review performed for device kinking complaint tag0406 ( reported under FDA submission number 9612515-2026-0008). Impact code: 2199 - no health consequences or impact - there has been no harm to the patient. Device problem code : 1260- fracture - ring stent fracture identified in scan review. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: - thoraflex hybrid sales jan 22 - apr 26 vs hybrid ring stent fracture type jan 22 - may 26 gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information has been requested from the site to aid the investigation. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID-25785806 which confirmed the batch was manufactured to specification with no issues found. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Event description:
Ring stent fracture identified on scan review (tag0406 FDA submission number 9612515-2026-0008 for kinking event) reported from extend study (extend - nct05639400). Patient 023012, male with chronic aortic dissection (debakey type 3a), experienced an adverse event of device kinking. The patient underwent an open surgical replacement of the aorta with a thoraflex hybrid device on 24sep25. A planned extension using a relaypro nbs (cat no: 28-n4-40-250-28u, lot no: 2510280185) was implanted on 18nov25 - tevar using a 40x28x250 bolton relay, bolton 32x28x164 and lsca (author deems this to be left subclavian artery) embolisation. The core lab reviewed the discharge/30 day CT scan and highlighted to terumo that the scan showed a 59% device kinking. During scan review for this event ring stent fractures were identified and decision was made to raise as an event to investigate separately.